Event description:
It was reported that the customer changed the water and did the maintenance check on arctic sun device. They noticed that on 2 occasions when they turned the arctic sun device on, the screen was black and did not clear without turning the device off. Also an error 110 (data file not readable) was seen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer changed the water and did the maintenance check on arctic sun device. They noticed that on 2 occasions when they turned the arctic sun device on, the screen was black and did not clear without turning the device off. Also an error 110 (data file not readable) was seen.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.